Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested: please, explain the event. The physician reported the device was not functioning properly. He reported that it would not close, spikes coming out of the jaws would not retract. The ¿spike¿ (the I-blade) not retracting implies the device would not open. Did the device not open?

Event description:
Received a user facility medwatch advising that during an unknown procedure; the physician reported the device was not functioning properly. He reported that it would not close, spikes coming out of the jaws would not retract. It is not known how the procedure was completed. It is not known whether or not the device is available for return.